Event description:
During an in clinic follow up, it was observed the patient received inappropriate shocks due to myopotential oversensing and undersensing on the right ventricular (rv) lead. Technical support was contacted and also noted oversensing due to noise resulting in inappropriate mode switching on the right atrial (ra) lead. Provocative testing and reprogramming was recommended by technical support. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating the ra lead was capped and replaced to resolve the event. The patient was stable.